Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a pocket revision due to weight loss. A rep was not present as the hcp just re-sutured the device down. No further complications were reported.